Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic abdominal pain'), pelvic inflammatory disease ('pid'), uterine cancer ('intial uterine cancer') and post procedural haemorrhage ('genital bleeding for 3 weeks after insertion') in a female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and allergic bronchitis. Essure insertion details: right tube 4 coils in cavity; left tube 5 coils. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("strong pain during essure insertion"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), cervical dysplasia ("lsil / uterine cervical lesion found at biopsy"), abdominal pain ("strong abdominal pain"), back pain ("lumbar pain irradiating to legs"), hypoaesthesia ("numbness in legs"), gait disturbance ("difficulty in walking due to numbness in legs"), decreased appetite ("loss of appetite"), nausea ("nausea"), vomiting ("vomit"), headache ("strong headache with loss of balance"), balance disorder ("strong headache with loss of balance") and endometriosis ("endometriosis"). In 2018, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced cervicitis human papilloma virus ("human papilloma virus infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with abdominal pain and pyrexia, cyst ("cyst was also removed") and dyspnoea ("dyspnoea") and underwent myomectomy ("myoma was also removed"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with ceftriaxone, clindamycin (clindamicina mk), diazepam (diazepan), doxycycline (doxiciclina), gentamicin (gentamicina), ibuprofen (buprofen), metronidazole (metronidazol) and surgery (fallopian tubes (essure) removal). Essure was removed on (B)(6) 2018. In (B)(6) 2016, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine cancer, cervicitis human papilloma virus, cervical dysplasia, abdominal pain, back pain, hypoaesthesia, gait disturbance, decreased appetite, nausea, vomiting, headache, balance disorder, endometriosis, myomectomy, cyst and dyspnoea outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, back pain, balance disorder, cervical dysplasia, cervicitis human papilloma virus, cyst, decreased appetite, dyspnoea, endometriosis, gait disturbance, headache, hypoaesthesia, myomectomy, nausea, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, procedural pain, uterine cancer and vomiting to be related to essure. The reporter commented: in concomitance with essure removal patient started treatment for a uterine lesion (hpv virus stage 1 - initial uterine cancer). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: uterine cervix: lsil reactive, chronic cervicitis acute. Protein c (mg/dl) - on (B)(6) 2017: 4.520 mg/dl; on (B)(6) 2017: 0.889 mg/dl. Ultrasound scan - in (B)(6) 2016: essure in correct position, findings of uterine cervix lesion and endometriosis. Batch no : d40621,production date: 2014-12-09 , expiration date: 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("strong pelvic abdominal pain"), uterine cancer ("initial uterine cancer") and post procedural haemorrhage ("genital bleeding for 3 weeks after insertion") in a female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Essure insertion details: right tube 4 coils in cavity; left tube 5 coils. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("strong pain during essure insertion"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), cervical dysplasia ("lsil/uterine cervical lesion found at biopsy"), abdominal pain ("strong abdominal pain"), back pain ("lumbar pain irradiating to legs"), hypoaesthesia ("numbness in legs"), gait disturbance ("difficulty in walking due to numbness in legs"), decreased appetite ("loss of appetite"), nausea ("nausea"), vomiting ("vomit"), headache ("strong headache with loss of balance"), balance disorder ("strong headache with loss of balance") and endometriosis ("endometriosis"). In 2018, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced cervicitis human papilloma virus ("human papilloma virus infection"). On an unknown date, the patient was found to have uterine leiomyoma ("myoma was also removed") and experienced cyst ("cyst was also removed"). The patient was treated with diazepam (diazepan), ibuprofen (buprofen) and surgery (fallopian tubes (essure) removal). Essure was removed on (B)(6) 2018. In (B)(6) 2016, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, uterine cancer, cervicitis human papilloma virus, cervical dysplasia, abdominal pain, back pain, hypoaesthesia, gait disturbance, decreased appetite, nausea, vomiting, headache, balance disorder, endometriosis, uterine leiomyoma and cyst outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, back pain, balance disorder, cervical dysplasia, cervicitis human papilloma virus, cyst, decreased appetite, endometriosis, gait disturbance, headache, hypoaesthesia, nausea, pelvic pain, post procedural haemorrhage, procedural pain, uterine cancer, uterine leiomyoma and vomiting to be related to essure. The reporter commented: in concomitance with essure removal patient started treatment for a uterine lesion ((B)(6) stage 1 - initial uterine cancer). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: uterine cervix: lsil reactive, chronic cervicitis acute. Ultrasound scan - in (B)(6) 2016: essure in correct position, findings of uterine cervix lesion and endometriosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic abdominal pain'), pelvic inflammatory disease ('pid'), uterine cancer ('intial uterine cancer') and post procedural haemorrhage ('genital bleeding for 3 weeks after insertion') in a female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and allergic bronchitis. Essure insertion details: right tube 4 coils in cavity; left tube 5 coils. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("strong pain during essure insertion"). In july 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), cervical dysplasia ("lsil / uterine cervical lesion found at biopsy"), abdominal pain ("strong abdominal pain"), back pain ("lumbar pain irradiating to legs"), hypoaesthesia ("numbness in legs"), gait disturbance ("difficulty in walking due to numbness in legs"), decreased appetite ("loss of appetite"), nausea ("nausea"), vomiting ("vomit"), headache ("strong headache with loss of balance"), balance disorder ("strong headache with loss of balance") and endometriosis ("endometriosis"). In 2018, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced cervicitis human papilloma virus ("human papilloma virus infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with abdominal pain and pyrexia, cyst ("cyst was also removed") and dyspnoea ("dyspnoea") and underwent myomectomy ("myoma was also removed"). The patient was hospitalized from 7-apr-2017 to 13-apr-2017. The patient was treated with ceftriaxone, clindamycin (clindamicina mk), diazepam (diazepan), doxycycline (doxiciclina), gentamicin (gentamicina), ibuprofen (buprofen), metronidazole (metronidazol) and surgery (fallopian tubes (essure) removal). Essure was removed on (B)(6) 2018. In july 2016, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, uterine cancer, cervicitis human papilloma virus, cervical dysplasia, abdominal pain, back pain, hypoaesthesia, gait disturbance, decreased appetite, nausea, vomiting, headache, balance disorder, endometriosis, myomectomy, cyst and dyspnoea outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, back pain, balance disorder, cervical dysplasia, cervicitis human papilloma virus, cyst, decreased appetite, dyspnoea, endometriosis, gait disturbance, headache, hypoaesthesia, myomectomy, nausea, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, procedural pain, uterine cancer and vomiting to be related to essure. The reporter commented: in concomitance with essure removal patient started treatment for a uterine lesion (hpv virus stage 1 - initial uterine cancer). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: uterine cervix: lsil reactive, chronic cervicitis acute. Protein c (<0.5 mg/dl) - on (B)(6) 2017: 4.520 mg/dl; on (B)(6) 2017: 0.889 mg/dl. Ultrasound scan - in july 2016: essure in correct position, findings of uterine cervix lesion and endometriosis. Most recent follow-up information incorporated above includes: on 28-oct-2019: event pid and dyspnea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.